Event description:
A 60 year old patient got implants in (B)(6) 2020. Patient started to develope upper respiratory infections, coughing and shortness of breathe (B)(6) 2023. She went to the doctor and they believed she had a virus and prescribed her antibiotics. One week later, her symptoms got worse and she proceeded to go to the emergency room. The emergency room performed a chest xray and found a mass on her lung and also did a CT scan that confirmed the large mass on upper right quadrant of the lung with lymph node involvement. She went to see an oncologist to follow up. A lung biopsy, lymph node biopsy, MRI scan and pet scan were performed. Patient received results (B)(6) 2023 and was diagnosed with large cell lymphoma. Reference report: mw5116218.